Manufacturer narrative:
Concomitant product: product ID a810 lot# serial# unknown product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal prialt (ziconotide) 1 mcg/ml, baclofen (unknown) 50 mcg/ml, and morphine (unknown) 4 mg/ml at 2.1985 mg/day via an implantable pump for non-malignant pain. The company rep stated that they were unable to fill the pump today so the physician wanted to turn down the pump to see if the medication would last a few more days until it could be filled. The company rep stated that the time of the implant the reservoir volume was 19ml and the low reservoir alarm date at 2ml was 12/23. The rep stated that when they went to interrogate the pump today, the reservoir volume, low reservoir alarm volume and refill dates were either empty or had dashes. The company rep stated that since the implant the patient had a few dose increases but he did not know what that programming was. Logs indicated an empty reservoir critical alarm occurred, but no one had heard the pump alarming. The rep stated that they were not able to access the pump to confirm the current reservoir volume.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient's weight was unknown and that the national answering service (nas) initially reported the event to the rep. Diagnostics/troubleshooting was not performed and the cause of the empty reservoir with no pump alarm heard was not determined. It was also unknown what caused the programming issues. Actions/interventions taken included advising the managing physician and hospital staff. The rep had no further information at the time regarding event resolution.